Event description:
It was reported to philips that the heartstart xl monitor / defibrillator did not deliver a shock, when attempting a synchronized cardioversion with paddles on a patient. There was no harm or injury to the patient as the clinician switched to pads and was able to treat the patient.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator did not deliver a shock, when attempting a synchronized cardioversion with paddles on a patient. Philips is considering this as a serious injury as the event occurred while the device was in use on a patient and it is unknown if the patient's rhythm was successfully converted.